Event description:
It was reported by the affiliate that during an unk procedure, the clip applier was impossible to close completely. The clips were delivered open. The case was completed with a same like device with no pt consequence.